Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted a day post implant due to an unknown product performance issue. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right atrial (ra) lead was found to have dislodged at the pre-discharge check a day post implant. A revision procedure took place and the lead was explanted as the physician wanted to use a different fixation mechanism and was concerned with the exposed helix after the manitol had dissolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Detailed analysis did not reveal any abnormalities.